Manufacturer narrative:
Additional information. The device was subsequently received after the patient underwent a routine heart transplant. No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. Visual inspection of the sealed inflow conduit and the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device has not been returned to date despite multiple requests made for product return. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 2 years, 3 months. The explanted device is expected to be returned for analysis. It has not yet been received. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a past medical history of ischemic cardiomyopathy, status post emergent coronary artery bypass graft, complicated by cardiogenic shock requiring an lvad in (B)(6) 2014. The patient also had an unreported chronic driveline infection with (B)(6) pseudomonas therapy transplant treatment with debridement/wound vac and IV antibiotics at home. The patient also had diabetes mellitus and atrial fibrillation. On (B)(6) 2016, the patient presented for therapy transplant treatment. The patient was in normal state of health when an acceptable donor became available and the patient received a heart transplant. Additional information has been requested but has not been provided.